Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v386577, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v386577, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
A consumer reported the patient went out in their wheelchair and was found to be blacked out. The patient was taken to the emergency room and they were in a coma for four days. The cause of the coma was unknown. The patient was sent home and it happened again. There were no falls or trauma, no changes in stimulation, and no recent medical tests or environmental exposure. The patient tried to get into see their health care provider (hcp), but they could not get in again until (B)(6). The patient¿s indication for use is parkinson¿s dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.